Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/16/2024, it was reported by a sales representative via (B)(4) that an ar-8750-03 driver shaft, t15 hexalobe, cannulated had the tip of the screw break off in the head of the screw when the surgeon was trying to back out the screw. The case was completed successfully, with no pieces breaking off inside the patient. This was discovered during a hardware removal procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 11/04/2024: there was no case delay. The hardware removal procedure was for the removal of the arthrex part ar-8750-50h 5.0 large compression ft screw, which was explanted during the surgery. At this time, it is unknown why the patient underwent revision surgery. No arthrex products were implanted during this surgery.